Event description:
The customer reported the unicel dxc 800 synchron system had an uncontained and unknown leak. The leak was about 2 quarts of clear liquid coming from the back of the instrument. Erroneous results for 20 patients generated. Amended reports were sent. No changes in patient treatment due to the erroneous results reported. No exposure reported. Customer was wearing gloves, eye protection, and laboratory coat.

Manufacturer narrative:
Field service engineer (fse) was dispatched to evaluate the instrument. Fse determined the cause of the leak and erroneous results was the collar wash valve of reagent probe a. Fse resolved the leak by replacing the valve.